Manufacturer narrative:
(Intervention required) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that in (B)(6) 2008, patient was experiencing pain in his low back and numbness in his left leg. On (B)(6) 2008, patient underwent a lumbar spinal fusion surgery at l5-s1 in which rhbmp-2/acs was implanted. Post-op, patient continued to experience pain. On (B)(6) 2009, patient underwent additional surgery consisting of laminectomy at l1-l2 and posterior spinal fusion with instrumentation at l1-l5 using allograft. Rhbmp-2/acs was implanted in this additional surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.